Event description:
Leak in baker tube balloon. No apparent injury - replaced with second baker tube. Staff noted that current product has 15 cc balloon; but recommends larger balloon if using for gastric bypass.